Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system hung up. Upon functional testing, it was confirmed that host pc operating system disk was defective. Fse replaced host pc operating system disk. After the replacement the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system experienced a system hang-up. The system was in clinical use at the time of the event. No harm has been reported. The host pc os disk was replaced as a resolution to the customer complaint. Philips has started a investigation of the complaint.